Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pacemaker rhythm was unstable. The set rhythm had an offset of 5 ppm. Tapping on the unit caused rhythm jumps of approximately 50 ppm. Testing on a multimeter, with a load of 500ohms, showed pauses in pacemaker rhythm. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.